Event description:
It was reported that the touchscreen of the pump was cracked and shattered, making the device unresponsive, and it was not turning on. As a result of this malfunction, the customer's blood glucose level was noted to be over 600 mg/dl, and they developed diabetic ketoacidosis (dka) with ketones identified by a health care provider as dangerous, leading to hospitalization. The patient had not been released from the hospital at the time of the report and continued to receive treatment with IV fluids of saline and insulin. The customer did not know how the damage occurred, but tandem technical support resolved the issue by arranging for a replacement pump with updated software to be sent and advised steps for using the new pump while the customer used manual shots for insulin delivery.